Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly. A false elective replacement indicator alert was displayed after the patient underwent an ablation procedure. A software download was successfully performed and the alert was cleared. The patient was very well after the event.